Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that there was noise oversensed on the right ventricular lead, as well as 4 high voltage shocks delivered that were unable to convert the ventricular fibrillation until the 5th shock. The physician elected to explant the right ventricular lead, and prior to explant it was noted via fluoroscopy that the lead had an externalized conductor. The lead was successfully explanted and replaced. The patient was in stable condition.